Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she saw something fall out of her insulin pump. Found that it may have been part of the battery cap. The customer then stated that she was hospitalized due to high blood glucose levels, with a reading of 800 mg/dl. The customer stated that she was vomiting three days prior to the hospitalization, and she was found in the bathroom. Advised the customer that a battery cap would be sent to her, and to call back to troubleshoot. Nothing further was reported.